Event description:
It was reported by consumer that she plugs the irc5lx concentrator in and it will not power up at all. She states before this, the unit would shut off during the night. She states there is no alarm.

Manufacturer narrative:
Follow up will be filed if additional information is received.